Event description:
The caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the blood glucose level. To address the issue, the technical support team decided to replace the pump, and the customer will use multiple daily injections as backup therapy.